Manufacturer narrative:
Correction: g3: date received by MFR in follow-up MDR #2 was inadvertently selected as (B)(6)2023. The g3 date in follow-up MDR #2 is being corrected to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction on g3: date received by MFR: the corrected date is 10/06/2023 (not 09/06/2023 as previously reported) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the product code and lot number were incorrectly reported by the user facility. The correct product code and lot have been updated. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including an air leak (2 bar) test and a leak was observed at the level of the access screwed connector due to a crack on the blood header port. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a oxiris set prior to patient use. There was no patient involvement. No additional information is available.